Event description:
It was reported that farawave was selected for use. During the procedure it was mentioned that the physician was not able to remove or advance the wire even after the multiple attempts. Catheter removed from body and attempted again with no success. Thus the catheter was replaced and the procedure was completed successfully. No patient complication was reported.